Event description:
It was reported that during device preparation and prior to use, during the attempt to remove the protective sheath of xience prime stent delivery system (sds), resistance was met and only the stylet/mandrel could be removed from the device. It was noted that after force was used to remove the protective sheath the stent implant was moved distally on the balloon. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: improper or incorrect procedure or method: excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent at the proximal balloon bond site, and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another. Based on the information reviewed, there is no indication of a product deficiency.